Event description:
It was reported that patient presented in clinic for a routine follow up with a device that exhibited many automatic mode switch episodes due to far r wave oversensing. The sensed r wave was getting marked on the atrial channel. The device was reprogrammed and the patient was continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.